Event description:
It was reported that the customer has seen an increase in syringe pumps displaying "motor not engaging" or "channel error" stating "this normally indicates fluid intrusion". The customer states the only process that has changed is the "significant" change to the cleaning process. There was no information on patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex b, c, d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause of the reported syringe channel errors following change to cleaning procedure was confirmed during the log review but was not replicated due to the devices not being returned for investigation. The event date and time of the complaint were not provided by the facility. The devices were not returned; therefore, external and internal inspection could not be performed. The event logs of the suspect devices could not be downloaded. However, the facility did return the error logs of the suspect devices. Analysis of the error logs revealed multiple occurrences of sensor-related errors across the three suspect syringe modules. Module s/n (B)(6) recorded fourteen (14) instances of error 356.6710.0 and one (1) instance of error 353.7200.5 between (B)(6) 2025. Module s/n (B)(6) showed fifteen (15) instances of error 356.6710.0 and one (1) instance of error 353.7200.5 during the period from (B)(6) 2025. Module s/n (B)(6) logged a single occurrence of error 353.7200.5 on (B)(6) 2025. The bd alaris cleaning and disinfecting procedures v12.6 states: before performing any procedure in this document, read all warnings, cautions, and instructions. If you do not understand, ask your supervisor for help. If you do not perform the procedure correctly, you can damage the devices or harm yourself or others. The components listed below cannot be disinfected. To prevent cross-contamination, avoid touching these components with disinfectants. - all devices: iui connector. - pcu: power cord plug. - pcu: rj45 port. - pump module: air-in-line sensor. - syringe module: shaft. - pca module: inside of dose request cord connector. - pca module: dose request connector on the front of the module. - pca module: shaft. The device was in use for treatment purposes as intended per 21 cfr 820.198( d)(2). Root cause: the root cause of the reported syringe channel errors following change to cleaning procedure could not be determined due to the devices not being returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer has seen an increase in syringe pumps displaying "motor not engaging" or "channel error" stating "this normally indicates fluid intrusion". The customer states the only process that has changed is the "significant" change to the cleaning process. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.